Manufacturer narrative:
Initial and final MDR 1903306 - MDR 3003442380-2024-11892- device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 4 infusion sets adhesive from (B)(6) 2024 to (B)(6) 2024. The infusion set fell off during use. The infusion set was in use for 1-2 days. The blood glucose level was 246 mg/dl. No further information available.